Event description:
The customer reported the ventilator alarmed and shut down while on a patient. The customer reported there was no patient harm. The manufacturer's service technician noted a diagnostic code in the ventilator log history that indicated a +24 volt power fail condition. The service technician reported finding the power cord not fully inserted into the rear of the ventilator, and if the cord was moved it would result in a power fail condition. The service technician fully inserted the power cord into position and tightened the retaining screw. During this service, the service technician reported that the customer had recently performed preventive maintenance on the unit and had installed the power supply fan incorrectly. The service technician corrected the customer's error by installing the fan correctly. The service technician replaced the power supply as a precaution against overheating due to the customer error. Performance verification testing was performed and the ventilator passed per operating specifications.